Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the door not closed errors, which were reproduced as door not fully latched messages. The messages were found to be caused by a dislodged upper link screw. The screws were replaced.

Event description:
It was reported that a spectrum pump had "door not closed errors". It was also reported there was no patient injury.